Manufacturer narrative:
This case, with patient identifier cn-491024a (system 1), is related to case with patient identifier (B)(6). (System 2).

Event description:
It was reported the patient received the following sets of results within 15 minutes: system 1: at 9:58am a reading of 357 mg/dl. At 9:59am a reading of 226 mg/dl. At 10:02am a reading of 135 mg/dl. At 10:34am a reading of 354 mg/dl. At 10:35am a reading of 203 mg/dl. At 10:36 am a reading of 164 mg/dl. System 2: at 10:50am a reading of 355 mg/dl. At 10:59am a reading of 202 mg/dl. At 11:00am a reading of 117 mg/dl.